Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the colon of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient was diagnosed with colorectal cancer. The indication for the stent placement was for treatment of a 4cm stricture obstructing the colon. The patient¿s anatomy was reported to be tortuous. During the procedure, the physician attempted to deploy the stent; however, resistance was met and no part of the stent could be deployed. According to the physician, the outer sheath was too tight and when an attempt was made to release the stent by exerting force on the handle, the outer sheath detached from the handle. The stent was removed fully constrained on the delivery system and the procedure was competed with a different device. There were no patient complications as a result of this event. The patient¿s condition was reported to be stable post procedure. Based on the evaluation findings, which revealed that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted onto the delivery catheter. It was noted that the distal handle was detached from the outer sheath. A severe bend was also noted in the stainless steel handle and the outer sheath was kinked at the proximal end of the mounted stent. During a functional analysis, it was possible to retract the outer sheath by hand and fully deploy the stent without issue. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.